Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Four photographs and one 24ga insyte autoguard bc unit from lot: 4010706 were provided for investigation. The characteristics of the leak site indicate that the yellow catheter adapter was not properly formed during molding. A hole was observed in the material, which would allow fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global hub is cracked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report chemical leaked out due to due cracks in the hub during use.